Event description:
The reporter stated the surgeon ejected a cq2015 collamer three-piece lens with great difficulty and the leading haptic was slightly bent and tore the capsular bag upon insertion. The lens was cut into pieces to remove and a vitrectomy was performed. Another lens was implanted. Additional information has been requested from the facility, but none has been forthcoming.